Event description:
It was reported that the device was replaced due to an 'ICD malfunction'. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion was normal. It was reported that the device was replaced due to an 'ICD malfunction'. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination end of life - expected battery device evaluated and alleged failure could not be duplicated malfunction.